Manufacturer narrative:
The device was received with the cannula assembly fully deployed. Inspection of the cannula assembly did not find the soft cannula to be damaged. The download data did not show any timeouts or drive stalls during the run. The cannula assembly and bottom housing were inspected for manufacturing deficiencies that could cause skin irritation and no issues were found. The exact cause of the irritation could not be conclusively determined.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the damaged cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Event description:
It was reported by the patient's mother the patient's blood glucose (bg) levels rose to 400 mg/dl while wearing the pod on the abdomen for between 5 and 24 hours. Multiple boluses were delivered but the bg levels did not go down. The pod was removed and a new pod was applied. It was noted the skin appeared red and the cannula was broken off and detached from the pod. Bg levels went back to normal with the new pod.